Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient fact sheet form was received which identified part/lot information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: on or about various dates in 2010 and thereafter, pt suffered the following personal and economic injur(ies): pain, discomfort, and soreness, which in turn negatively affected pt's ability to walk, move and sleep and metal sensitivity. Fluid, debris, and bone loss discovered during (B)(6) 2010 revision surgery. Subsequent, continued pain, discomfort, and soreness left hip daily with movement, which in turn negatively affects her ability to walk, move, and sleep.